Event description:
It was reported, the subject device exhibited hole on the cord. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s final investigation. Updated fields: d4; d9; h2; h3; h4; h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal fibers ¿ crack; objective frame ¿ dents; outer tube ¿ dents; and video connector -cracked/chipped. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure, which is expected or random component failure without any design or manufacture issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.